Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and corrections to b5 and the device evaluation. The device was returned to olympus for inspection, and reportable malfunction was confirmed. Additionally, the repair center found the head part scope mount operation was heavy and the cable was twisted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image displayed was due to imaging failure. The cause of the image failure could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was confirmed that the black image was found during the device evaluation. There were no customer complaints regarding the black image.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found image component failure. Also found cable twisted. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the camera head produced black image. There were no reports of patient harm.